Event description:
The customer reported to olympus, the camera head had image problem. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported issue (image problem) was confirmed, likely due to a defective ccd (charge coupled device). In addition, the following non-reportable malfunctions were found during the device evaluation: leakage in cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that failure of the ccd resulted in loss of image quality. However, a cause to the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.